Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Information was subsequently received that stored data associated with this lead was evaluated by technical services (ts). The review noted the lead had been connected to two pulse generators from different manufacturers, registering gradually increasing impedance values reaching out of range values as high as 220 ohms. Testing a change in programming polarity was recommended as was possible lead revision. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Information was subsequently received that stored data associated with this lead was evaluated by technical services (ts). The review noted the lead had been connected to two pulse generators from different manufacturers, registering gradually increasing impedance values reaching out of range values as high as 220 ohms. Testing a change in programming polarity was recommended as was possible lead revision. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.